Manufacturer narrative:
(B)(4). Approximate age of device - 3 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted from (B)(6) 2017 to (B)(6) 2017 due to gastrointestinal (gi) bleed. Hematocrit (hct) on (B)(6) 2017 was 22 and hct on (B)(6) 2017 was 23. The patient was transfused with 5 units of packed red blood cells during admission. Upper endoscopy was performed during admission and clip placed on gastric bleeding site. Octreotide IV initiated during admission. Inr goal decreased to 1.8-2.2. The patient was listed as 1a status for transplant due to the gi bleed was received a transplant on (B)(6) 2017. The explanted pump will not be returned for evaluation. No additional information was provided.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.